Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle of the bd micro fine plus¿ pen injector needle broke after the injection and was misplaced. The patient received an x-ray, MRI and a 1.5 cm incision. The broken needle was not found. It was reported ¿they will follow up¿.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No lot history review can be carried out as lot number is unknown. Investigation conclusion: unable to determine a root cause as no samples or photos were returned for analysis.

Event description:
It was reported that the needle of the bd micro fine plus¿ pen injector needle broke after the injection and was misplaced. The patient received an x-ray, MRI and a 1.5 cm incision. The broken needle was not found. It was reported ¿they will follow up¿.